Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), intestinal perforation ('or perforation of other organs: bowel') and peritoneal perforation ('or perforation of other organs: peritoneal cavity') in a female patient who had essure (batch no. C91762) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), peritoneal perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, intestinal perforation, peritoneal perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, inflammation and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), intestinal perforation ('or perforation of other organs: bowel') and peritoneal perforation ('or perforation of other organs: peritoneal cavity') in a female patient who had essure (batch no. C91762) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), peritoneal perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, intestinal perforation, peritoneal perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, inflammation and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: c91762, manufacture date: 2014-07, and expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), intestinal perforation ('or perforation of other organs: bowel') and peritoneal perforation ('or perforation of other organs: peritoneal cavity') in a female patient who had essure (batch no. C91762) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), peritoneal perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, intestinal perforation, peritoneal perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression, inflammation and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: c91762 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), intestinal perforation ("or perforation of other organs: bowel") and peritoneal perforation ("or perforation of other organs: peritoneal cavity") in a female patient who had essure inserted (lot no. C91762). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of asthma, d & c, coital bleeding, fibromyalgia, headache, parity 1, abortion, gravida ii and cesarean section. Concurrent conditions were listed as adenomyosis, anxiety disorder, vomiting, nausea, hiatus hernia, chest discomfort, bipolar disorder, suicidal ideation, endometriosis and menorrhagia. Concomitant products included ketorolac, duloxetine, salbutamol, symbicort (budesonide;formoterol fumarate), gabapentin, lamotrigine, seroquel (quetiapine fumarate) and sertraline. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), peritoneal perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation") and stress ("psychological stress"). The patient was treated with surgery (hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, intestinal perforation, mood altered, pelvic pain, peritoneal perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: physician inserted the essure device into the left fallopian tube and deployed it without difficulty. There were three coils left in the cavity. Dr did the same thing on the right-hand side again with no difficulties and there were three coils left in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: history: rlq pain findings: metallic structures are seen in the parametrial tissues bilaterally, likely endovascular coils or tubal ligation devices; (date unknown): findings: metallic foci in the region of the bilateral proximal adnexa is in keeping with history of prior sterilization procedure. A collapsed cyst follicle is identified in the left adnexa which measures approximately 2.7 x 3.1 cm. Impression: no acute intra-abdominal abnormality is seen. Metallic foci in the region of the bilateral proximal adnexa is in keeping with history of prior sterilization procedure [pathology test] on (B)(6) 2020: diagnoses: uterus, cervix, bilateral fallopian tubes, left ovary, total hysterectomy with bilateral salpingectomy and left oophorectomy: cervix: cervical transformation zone excised - negative for intraepithelial lesion or malignancy (nilm). Endometrium: menstrual related change myometrium: adenomyosis bilateral fallopian tubes: unremarkable fallopian tubes with bilateral paratubal cysts left ovary: cystic follicles clinical history: essure contraceptive system specimens: uterus, bilateral fallopian tubes, left ovary [ultrasound scan] on (B)(6) 2017: history: chronic abdominal pain, nausea & vomiting, pain increased to pelvis. Previous essure fallopian coils inserted in 2015. Assess position of coils, cause for pain impression: the fallopian coils are not well visualized but grossly within expected position. Probable involuting cyst or follicle within the right ovary. Consider follow-up after 3-4 cycles; on (B)(6) 2017: reason: chronic pelvic pain, chronic nausea and vomiting impression: fatty infiltration of liver; in (B)(6) 2017: retroverted uterus, 8.6 cm in length, coils in the fallopian tube, no other abnormalities. Lot number: c91762. Manufacture date: 2014-07. Expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.